Event description:
The facility representative reported a flo-gard infusion pump that "mark door open close clamp". This condition was found upon power up of the device in the emergency room. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was returned to baxter and is currently in the process of being evaluated. A service history review revealed no previous service events were related to the reported condition. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with "mark door open close clamp" was not confirmed or duplicated by baxter service personnel. The root cause was not determined and no repairs were made for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.